Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the visual inspection performed as part of the investigation of the screwdriver shows that the inner shaft is broken off due to mechanical overloading during usage. The investigation revealed that too much applied mechanical force, movement sideways, may have caused the breakage indicating the device was not used according to operating instructions. The broken surface itself is homogenous which indicates material conformity. The investigation determined this event to be invalid.

Event description:
The tip of the screwdriver was broken during surgery. This is report 1 of 1 for this complaint (B)(4).